Event description:
A report was received that stated a nurse received a needle stick. The report stated that the needle became exposed after it had been used. The needle was found to be bent and thus not fully captured in the safety device. The nurse was stuck by a protruding part of the needle. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.